Event description:
International affiliate reports the pt had experienced a gun shot wound that resulted in severe cranial trauma. The microsenor was implanted and seemed to work properly. Suddenly the pressure went up to level of 70-80. Later the reading the lost and the sensor was replaced with a new one.